Event description:
A manufacturer's representative (rep) reported that they were charging an implantable neurostimulator (ins) before implant and got a power on reset (por) error code. It was reviewed that this is normal, that the ins can encounter interference at any point in shipping, and the rep should clear the code. The rep later called back stating that they had interrogated the ins just before implant and got por code 0x2 (watchdog timeout). It was reviewed that this could be an issue and the ins should not be implanted. No patient impact was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.